Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during pirme, the centrifugal pumphead squealed and pulled air. No patient involvement, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 19, 2018 (B)(4). Visual inspection was performed on the sample upon receipt, during which no anomalies were noted anywhere on the device. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. There was no air observed in the loop circuit after the circulation testing. The pump joints were inspected for any damage or saline solution leak. No issues were noted. The noise was not able to be replicated nor the penetration of air noted during the performance testing on the complaint sample; however, the abnormal noise issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.